Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, d6a.

Event description:
Healthcare professional reported a "left-side deflation." Device remains implanted.

Event description:
Healthcare professional reported a " left-side deflation." Device remains implanted.

Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a " left-side deflation." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening in radius side assessed as surgical damage. Additional observations: observed creases on the device. Observe wear abrasion on the device. White particles observed inside the device.